Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on and mesh was implanted due to recurrent sui and incisional hernia. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding. It was reported that the patient underwent mesh removal from vaginal apex on (B)(6) 2005 vaginally due to vaginal mesh erosion, status post sacral colpopexy and lower abdominal pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.